Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: per rep, light source seems to be burning hotter than normal. Burned a gown of someone on the sterile field without even touching the scope tip. Can this be evaluated to ensure it isn't putting out too much heat? The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is a hot distal end of the scope. IFU states on page 2 of p40558 user guide. Avoid touching the endoscope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the endoscope tip or the area where the light cable connects to the endoscope on the surgical drapes or other flammable material, as doing so may result in fire.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.